Event description:
The pt reported she sees tiny air bubbles in the insulin cartridge of her infusion device. She stated that she primes out all air bubbles but then 3 hours later, she will notice air bubbles down the side and on top of the cartridge. She stated she has had elevated blood glucose readings of 194-226 mg/dl. She said her symptoms are tiredness and sleepiness, and she treated her readings by bolusing insulin. During troubleshooting, the pt stated she uses room temperature insulin to fill her cartridge and she primes with the device upright. The pt was advised to try tapping the cartridge on the shoulder one time and then prime air bubbles out. On follow up, the pt stated she has let the cartridge sit without the protective cap on, and all the bubbles came to the top and disappeared. She said she then put the cap back on and is storing the cartridge in the refrigerator until she uses it. She said her blood glucose readings are doing much better. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.